Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01832 & 07324).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a superiorly asymmetric head suggesting liner wear, adverse reaction to metal debris and fluid were noted. The fluid was located in the posterior medial and lateral quadrants and measured 38.1 x 54.1 x 36.3 mm. These findings were found due to follow up testing. It was further reported that patient experienced loss of balance, weakness, pain in groin and trochanter, loss of range of motion, difficult ambulation, limping and patellofemoral arthrosis. Additionally, an aspiration procedure was performed and poly wear has been noted. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a superiorly asymmetric head suggesting liner wear, adverse reaction to metal debris and fluid were noted. The fluid was located in the posterior medial and lateral quadrants and measured 38.1 x 54.1 x 36.3 mm. These findings were found due to follow up testing. Patient further reported loss of balance, weakness, pain and limping. There has been no reported revision procedure to date.